Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that two weeks after injection in both cheeks with two syringes of juv&#580;erm voluma&#59416;c, the patient presented to the office with complaints that their "right side cheek is hard", and there are "hard nodules that feel like bones" on both cheeks. There "was no sign of infection and no pain" at that time. Patient was treated with massage. About one week later, the patient presented again to the office with "1.5-2cm rock hard nodules" on both cheeks that are "easily movable, with tenderness and pain." Patient "was feeling well overall" at that time. Patient received injections of kenalog and 5fu (fluorouracil), which reduced the right cheek in size. Approximately one month later, the patient presented again to the office. At that time, the patient's right side "hard nodule has gone down, but is now lumpy." The "hard nodule" on the left cheek is "now getting bigger." Patient received another treatment of kenalog and 5fu (fluorouracil) to the right and left cheek at this time, however, the treatment was only effective on the right cheek. Symptoms are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hard nodules, tenderness and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions: "patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc." Adverse events: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%).

Event description:
Healthcare professional reported that two weeks after injection in both cheeks with two syringes of juvederm voluma xc, the patient presented to the office with complaints that their "right side cheek is hard", and there are "hard nodules that feel like bones" on both cheeks. There "was no sign of infection and no pain" at that time. Patient was treated with massage. About one week later, the patient presented again to the office with "1.5-2cm rock hard nodules" on both cheeks that are "easily movable, with tenderness and pain." Patient "was feeling well overall" at that time. Patient received injections of kenalog and 5fu (fluorouracil), which reduced the right cheek in size. Approximately one month later, the patient presented again to the office. At that time, the patient's right side "hard nodule has gone down, but is now lumpy." The "hard nodule" on the left cheek is "now getting bigger." Patient received another treatment of kenalog and 5fu (fluorouracil) to the right and left cheek at this time, however, the treatment was only effective on the right cheek. Symptoms are ongoing.